Manufacturer narrative:
Unable to confirm the device was difficult to deploy, presence of a proximal type 1 endoleak, unintentional coverage of a vessel, right renal artery or a wire fracture with the available image set. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. It was reported that the patient's anatomy had a significant neck angulation, however it was on label use reportedly, there was no calcification in the treated area. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel and endoleak. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 60°). Please note that the anchor issues will be reported separately.

Event description:
On (B)(6) 2023, the patient underwent endovascular procedure to treat an aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. Reportedly, the aortic neck was angulated, however it was on label use. Neck angulation noted as ap: 45 degrees/lat: 91 degrees on case plan. Reportedly, the physician experienced some difficulties to land the device below the left renal artery. Reportedly, there was a significant neck angulation and the left renal was on the inner curve. The physician continued to reconstrain the device and attempted to move the device down/lower. On the third attempt, it appeared that the device anchor on the right outer curve was catching (even when constrained) and would not pull down easily and "bounced" back up to the higher position. The physician was reminded of the gore instruction for use (IFU) for angulation dial use and constraints limits of device, however, did multiple attempts above the recommended amount to try to lower the device. Reportedly, it was it challenging to bring the device lower to land below the left renal due to the angles in the proximal neck. Once below the left renal, the device opened to full diameter, and case proceeded with no issues. Upon final imaging, there was a persistent proximal type I endoleak, and the device anchor on the proximal edge appeared slightly higher than the others, but the doctor was not concerned and due to an elective procedure decided not to use an aortic extender on the day; and to return and see if the type I endoleak resolved/required extension. No further issues noted, patient stable and case closed. Reportedly, on the angio done on (B)(6) 2023, the proximal edge of the device/anchors appeared to sit abnormally. On (B)(6) 2023, the patient had an additional procedure to treat a proximal type I endoleak with a sinus xl stent and some endo-anchors. The endoleak was resolved with a good outcome for the patient. A gore® excluder® conformable aaa endoprosthesis is still insitu and no further issues at this stage.

Manufacturer narrative:
B6: imaging evaluation was updated. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The proximal type I endoleak was confirmed by imaging evaluation. According to the gore® excluder® conformable aaa endoprosthesis instruction for use (IFU), adverse events that may occur and/ or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. Based on the imaging evaluation, the length from the lowest renal to the proximal end of the graft measures ~ 12 mm. The gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as a minimum aortic neck length of 15 mm. Key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck (< 15mm). Reportedly, there was a significant neck angulation, however, it was on label use. Reportedly, there was no calcification in the treated area. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 60°). Please note that the anchor issue was reported separately.

Event description:
On (B)(6) 2023, the patient underwent endovascular procedure to treat an aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. Reportedly, the aortic neck was angulated, however it was on label use. Neck angulation noted as ap: 45 degrees/lat: 91 degrees on case plan. Reportedly, the physician experienced some difficulties to land the device below the left renal artery and continued to reconstrain the device and attempt to move the device down/lower. On the third attempt, it appeared that the device anchor on the right outer curve was catching (even when constrained) and would not pull down easily and "bounced" back up to the higher position. The physician was reminded of the gore instruction for use (IFU) for angulation dial use and constraints limits of device, however did multiple attempts above the recommended amount to try to lower the device. Once below the left renal, the device opened to full diameter, and case proceeded with no issues. Upon final imaging, there was a persistent proximal type I endoleak, and the device anchor on the proximal edge appeared slightly higher than the others, but the doctor was not concerned and due to an elective procedure decided not to use an aortic extender on the day; and to return and see if the type I endoleak resolved/required extension. No further issues noted, patient stable and case closed. Reportedly, on the angio done on (B)(6) 2023, the proximal edge of the device/anchors appeared to sit abnormally. On (B)(6) 2023, the patient had an additional procedure to treat a proximal type I endoleak with a sinus xl stent and some endo-anchors. The endoleak was resolved with a good outcome for the patient. A gore® excluder® conformable aaa endoprosthesis is still insitu and no further issues at this stage. On (B)(6) 2023, the physician mentioned that the device wasn't fractured at the end of the first case, and it was damaged with manipulation at the second procedure. No more information is available. Further information was requested.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device is going to be conducted. The device remains implanted and is not available for investigation. Images were provided for analysis. Investigation is in process. Additional information was requested. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.